Event description:
As it was reported by the sales-rep: the aviator plus balloon ruptured. The target lesion was the internal carotid artery. The lesion was calcified. No resistance was experienced while passing the balloon system through the guiding catheter. The device prepped normally and was able to maintain negative pressure. No kinks or other damages were noted prior to inserting the product the product into the pt. There was no pt injury.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.